Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37651, serial/lot #: (B)(6), ubd: , UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient's representative regarding an external device. The  patient's implanted neurostimulator had been taking forever to charge. The caller stated that it would take almost 24 hours to charge the implanted neurostimulator and that the coupling boxes were never full. The patient would stay charging forever and the paddle of the recharger antenna would get warm, the patient would sweat because it was so warm and the adhesive they used to attach the paddle to their chest over their ins site kept slipping down. The healthcare provider told the caller that the implant but they thought the patient should get the "upgrade" to the wireless recharger because the legacy recharging antenna and recharger wasn't charging the implanted neurostimulator fast enough. Patient services reviewed the wireless recharger transition process with the patient and caller and they confirmed they were ok to wait for the wireless recharger and that the patient could charge their ins in the meantime. Patient and caller were also directed to reach out to their hcp if they continued to experience extremely long ins recharging sessions with the wireless recharger. An email was sent to the field to notify them of the situation. Caller and patient to wait to get the wireless recharger from the rep. No patient impact or symptoms.